Event description:
Hamilton medical ag received the following incident description from the biomedical: error 5507 appeared in highflow mode, which can be seen in the log files.

Manufacturer narrative:
Mixer valves have been replaced. Investigations ongoing.